Event description:
Patient was revised to address femoral loosening. The post of the tibial insert was worn, and there was a large amount of osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by lot was not provided. The investigation could not verify or draw any conclusions about the reported event without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.